Event description:
It was reported that the patient's old artificial urinary sphincter (aus) device was removed at an unknown date years ago. There was no information available from the facility regarding the reason why the previous device was replaced. The patient underwent a surgical procedure in which a new device was implanted. There were no patient complications related to this event.